Event description:
A caller reported that their t:slim x2 pump battery would not charge, despite using different wall adapters and charging cables. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.